Event description:
"Pump number (B)(4). Patient was scheduled to receive valproate 750 mg in ns 0.9% 100ml intravenous piggyback (ivpb) to infuse over an hour. Registered nurse (rn) connected bag to previously hung ivpb tubing for infusion. Unable to find valproate within drug library, so set infusion to basic mode. When trying to set rate, pump noted a 13 hour infusion. Tried setting to 100mg/100ml but would not accept setting. Rn called pharmacy for assistance on settings and tried combination of 750mg/750 per pharmacy rec to meet infusion in one hour. Pump accepted setting and said to be infusing no dripping noted from ivpb. Ivpb clamped to see if primary will run and again no drops noted. Pump stopped and changed".